Manufacturer narrative:
Per follow-up good faith effort (gfe) response, the authorized service provider (asp) engineer replaced the motor controller (mc) printed circuit board assembly (pcba) and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The customer called technical support to report that after field change order (fco) implementation, a power-on prompt was displayed stating that there was a circuit board failure. Per previous good faith effort (gfe) response, the authorized service provider (asp) engineer stated that a 1127 "ovp circuit failed" error occurred.

Event description:
Philips received a complaint by the customer on the v60 indicating that after field change order (fco) implementation, a power-on prompt was displayed stating that there was a circuit board failure. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that after field change order (fco) implementation, a power-on prompt was displayed stating that there was a circuit board failure. The investigation is ongoing.

Manufacturer narrative:
Per follow-up good faith effort (gfe) response, the authorized service provider (asp) engineer found that the motor controller (mc) printed circuit board assembly (pcba) was faulty and is now out of service. A service quote for repair was sent to the customer for approval.